Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the available device data. The stores s-ecgs suggested atrial fibrillation (af), with elevated t-waves that caused the intermittent oversensing. The average rate was about 160 bpm. Therapy was exhausted in at least one episode. Shock impedance measurements were within normal range. At this time, the device remains implanted but programmed off, pending an ablation procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 13 shocks for ventricular tachycardia (vt). The patient was admitted to the coronary care unit. Upon interrogation, it was noted the device was double counting. The patient requested the device remain programmed on; the patient subsequently received an additional seven shock before the device was deactivated in the early morning. The patient had a previous vt ablation, and the physician planned to perform another vt ablation next week. It was reported the patient was being treated for gout, and the physician overseeing that treatment had stopped some of the patient's cardiac medications. There was concern that the sudden occurrence of vt was due to the lack of cardiac medications. A chest x-ray showed the electrode position was suboptimal, but the physician did not intend to revise the electrode. At this time, the plan was to restart the medications and do another ablation before making changes to the device. The field representative did reprogram the zones from 180-220 up to 200-250, in case the device was programmed back on.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the available device data. The stores s-ecgs suggested atrial fibrillation (af), with elevated t-waves that caused the intermittent oversensing. The average rate was about 160 bpm. Therapy was exhausted in at least one episode. Shock impedance measurements were within normal range. At this time, the device remains implanted but programmed off, pending an ablation procedure. This report will be updated when additional information is received. Boston scientific received additional information. A health care professional (hcp) at the hospital reported the patient did not undergo an ablation procedure and may not, as it was presumed the patient had been treated pharmacologically. The device was programmed back on, with the therapy zones reprogrammed with slightly higher rate cut off values. The patient was discharged and has reported no additional problems. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 13 shocks for ventricular tachycardia (vt). The patient was admitted to the coronary care unit. Upon interrogation, it was noted the device was double counting. The patient requested the device remain programmed on; the patient subsequently received an additional seven shock before the device was deactivated in the early morning. The patient had a previous vt ablation, and the physician planned to perform another vt ablation next week. It was reported the patient was being treated for gout, and the physician overseeing that treatment had stopped some of the patient's cardiac medications. There was concern that the sudden occurrence of vt was due to the lack of cardiac medications. A chest x-ray showed the electrode position was suboptimal, but the physician did not intend to revise the electrode. At this time, the plan was to restart the medications and do another ablation before making changes to the device. The field representative did reprogram the zones from 180-220 up to 200-250, in case the device was programmed back on.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the available device data. The stores s-ecgs suggested atrial fibrillation (af), with elevated t-waves that caused the intermittent oversensing. The average rate was about 160 bpm. Therapy was exhausted in at least one episode. Shock impedance measurements were within normal range. At this time, the device remains implanted but programmed off, pending an ablation procedure. This report will be updated when additional information is received. Boston scientific received additional information. A health care professional (hcp) at the hospital reported the patient did not undergo an ablation procedure and may not, as it was presumed the patient had been treated pharmacologically. The device was programmed back on, with the therapy zones reprogrammed with slightly higher rate cut off values. The patient was discharged and has reported no additional problems. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted tooling marks on the device case. The header was firmly attached to the case, and the seal plug was missing. The setscrew moved freely, and inspection of the lead barrel noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 13 shocks for ventricular tachycardia (vt). The patient was admitted to the coronary care unit. Upon interrogation, it was noted the device was double counting. The patient requested the device remain programmed on; the patient subsequently received an additional seven shocks before the device was deactivated in the early morning. The patient had a previous vt ablation, and the physician planned to perform another vt ablation next week. It was reported the patient was being treated for gout, and the physician overseeing that treatment had stopped some of the patient's cardiac medications. There was concern that the sudden occurrence of vt was due to the lack of cardiac medications. A chest x-ray showed the electrode position was suboptimal, but the physician did not intend to revise the electrode. At this time, the plan was to restart the medications and do another ablation before making changes to the device. The field representative did reprogram the zones from 180-220 up to 200-250, in case the device was programmed back on. This device was returned to boston scientific without documentation. Several requests were made for the field representative to obtain additional information about the patient and device explant procedure. However, no additional information was provided. It is not known why the device was explanted and what type of device (s-ICD or tvicd) was subsequently implanted.